Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction and the malfunction code displayed as malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to revert to multiple daily injections as a backup therapy and a replacement pump was sent. The customer was guided to put the pump into storage mode before returning it and understood the steps to take upon receiving the replacement.